Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received lioresal (500mcg/ml, 74mcg/day) in an implantable pump for intractable spasticity and head/brain injury. The pump and catheter were replaced on (B)(6) 2016 following removal due to infection on (B)(6) 2016 (refer to mfg. Report# 3004209178-2016-15001). The patient was seen at the beginning of (B)(6) 2016 for debridement of the lumbar incision and infection was ruled out. Shortly after the procedure, the patient complained of loss of therapy. The patient was seen on (B)(6) 2016 for have their stitches removed. The catheter was able to be visualized from the outside. The pump was then programmed to minimum rate mode. A revision was done on (B)(6) 2016 to fix the issue. When the lumbar incision was opened, the catheter was observed to be fractured. The hcp spliced the two ends (27.9cm of pump segment + 26.4cm of new spinal segment) together and resealed the incision. The catheter segment that was removed was discarded (pump segment was not aspirated; discussed priming 0.058ml for new spinal segment). The pump segment was not touched during the procedure. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.